Event description:
The customer was taken to the emergency room due to high blood glucose levels. The customer felt unusually thirsty and experienced high blood glucose levels prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.